Event description:
On 05/07/2024 additional information was received by an arthrex subsidiary employee via email who stated that the aware date was 03/26/2024. The event date was 03/26/2026. The procedure performed was an artrosopia de cadera. (B)(4).

Manufacturer narrative:
Additional information: b5, g3.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/26/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor pulled out. This occurred during use. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Additional information. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion during insertion.